Event description:
An (B)(6) female undergoing immunotherapy due to hepatocellular carcinoma. During the beginning of the infusion process, the rn noted that the connection which attaches the filter to the tubing; tubing was disconnected (broken off.) FDA safety report ID# (B)(4).